Event description:
This lead was capped on (B)(6) 2017 due to impedances being out of range both in unipolar and bipolar. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.